Manufacturer narrative:
When inspecting the 4x10 orbit rdfl complex mini coil prior to use for treatment of a 8mmx9.2mm anterior communicating (acom) aneurysm, the shape was not "like normal (complex shape)", instead it was "spiral linear" but it was not stretched. The device was changed to another one to complete the procedure. During removal from the plastic hoop, there was no resistance met, and there were no damages on the package (inner or outer) or introducer. All labeling guidelines were followed for removal from the plastic hoop, and prior to inspecting the coil, the coil was not exposed out of the introducer. The product was stored per labeling instructions. No other damages were noticed on the coil (kink, bend, fracture separated, unraveled, stretched, etc) or delivery system/introducer (kink, bend, fracture, separated, etc). There was no adverse event. A non-sterile orbit rdfl complex mini coil was received coiled inside of plastic bag. The hypotube was inspected and several kinks were found throughout it. The introducer was separated from the hypotube and it was in good condition; therefore, the support coil, gripper and embolic coil were found outside of the introducer. The support coil and introducer were found in good condition, while the embolic coil was found stretched and still attached to the gripper. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The gripper and embolic coil were inspected under microscope, the gripper was found without damage. Although the shape was partially deformed due to the stretched condition, it could be confirmed that the shape was that of a complex coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported out of shape coil was not confirmed with analysis; it was confirmed to be complex shape. The cause of the kinks on hypotube, and the stretched condition of the embolic coil could not be conclusively determined; however, based on the report that the coil was not stretched and the return of the device out of the protective introducer, it appears that these damages occurred due to post use handling. Neither the analysis nor the DHR suggest that these damages are related to the manufacturing process. Additionally inspections are in place to prevent these kinds of damages from leaving from the facility. The coil was confirmed to have a complex coil shape as labeled; therefore, no corrective actions will be taken.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A non-sterile orbit rdfl complex mini coil was received coiled inside of plastic bag. The hypotube was inspected and several kinks were found throughout it. The introducer was separated from the hypotube and it was in good condition; therefore, the support coil, gripper and embolic coil were found outside of the introducer. The support coil and introducer were found in good condition, while the embolic coil was found stretched and still attached to the gripper. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The gripper and embolic coil were inspected under microscope, the gripper was found without damage, while the embolic coil was confirmed to be stretched, the shape was confirmed to be complex, although the shape was partially deformed due to the stretched condition, it could be confirmed that it was complex. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "out of shape" was not confirmed. The cause of the kinks on hypotube, and the stretched condition of the embolic coil could not be conclusive determined; however, neither the analysis nor the DHR suggest that these damages could be related to the manufacturing process. Additionally inspections are in place ((B)(4)) that prevents these kinds of damages leaving from the facility. The cause is inconclusive and undetermined; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure of an acom aneurysm (8mm-9.2mm), the orbit rdfl complex mini coil ((B)(4)) was inspected before inserting into the (mc) microcatheter, and the shape was not like normal (complex shape), instead it was spiral linear but it was not stretched. The device was changed to another one to complete the procedure. During removal from the plastic hoop, there was no resistance met, and there were no damages on the package (inner or outer) or introducer. All labeling guidelines were followed for removal from the plastic hoop, and prior to inspecting the coil, the coil was not exposed out of the introducer. The product was stored per labeling instructions. No other damages were noticed on the coil (kink, bend, fracture separated, unraveled, stretched, etc), delivery system/introducer (kink, bend, fracture, separated, etc), separated, etc), or microcatheter. There was no adverse event, and the product will be returned for analysis.